Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm and an error message was for "no disposable cartridge." It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One smiths medical cadd-legacy® plus pump was returned for analysis. The pump was noted to intermittently go into "no disposable" alarm when a cassette was attached for testing. The downstream occlusion sensor was reported to be replaced. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.